Event description:
It was reported that the customer called the technical assessment center (tac) to report that the co2 laser was out of alignment. The customer was unsure whether the co2 misalignment was due to the micromanipulator, or the laser console. It was indicated that the console was not a boston scientific manufactured console. The tac recommended to utilize the console but without the micromanipulator. There was no patient involved.

Event description:
It was reported that the customer called the technical assessment center (tac) to report that the co2 laser was out of alignment. The customer was unsure whether the co2 misalignment was due to the micromanipulator, or the laser console. It was indicated that the console was not a boston scientific manufactured console. The tac recommended to utilize the console but without the micromanipulator. There was no patient involved.